Event description:
Reporter, a nurse in the doctor's office that owns the affected meter, stated that after using meter on a patient she received the er1 message. Reporter was aware of the meaning of the er1 message because of lifescan's letter and tried retesting patient, unsuccessfully, and sent him to see the doctor. Reporter did compare confirmation dot with color chart and it showed a blood glucose of over 350 mg/dl. Nurse stated patient was not feeling well; thirst and showing weight loss. Patient had been controlling blood glucose by diet until then. Nurse added that no further lab test was done on patient but the doctor gave him 5 unit of neutral protamine hagedorn insulin. Further tests were scheduled.